Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited increased impedances on the right atrial (ra) lead from 800 ohms to 1400 ohms. It was noted the thresholds were within normal limits. Boston scientific technical services (ts) discussed checking the impedances in the unipolar configuration, and if they were lower than in the bipolar configuration the device could be reprogrammed to bipolar sense and unipolar pace. This crt-p and ra lead remain in service. No adverse patient effects were reported.